Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod between 5 and 24 hours on their arm. It was noted that the pod was not sticking well after showering causing the cannula to dislodge from the infusion site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
Updated h3 - device evaluated by MFR from blank to yes. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Manufacturer narrative:
D4 - lot#: changed lot number from ph1k07182441 to ph1k07162411. D4: primary UDI number - changed UDI from (B)(4). D4: expiration date - changed from 1/18/2026 to 1/16/2026. H4: device MFR date - changed from 7/18/2024 to 7/16/2025.